Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of tis report. The event date information has been updated and provided in b3 section of this report.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2021. The insulin pump does not have auto mode feature.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 29 mmol/l at time of incident. Customer stated that they had no alarm on the insulin pump. Customer checked blood glucose and it was 21 mmol/l and they took insulin to correct and waited. After 2 hours it was 29 mmol/l and took more insulin and started to drop a little bit. Customer also stated that they went to emergency room and then intensive care unit. Another blood glucose level was 15.6 mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin drip and manual injection. The customer stated that the symptoms related to high blood glucose such as nausea and dehydration. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer alleged that the insulin pump was under delivering. The device will not be returned for analysis.